Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Hg3, h6: a review of the receiving inspection (ri) for expedium tab breaker, body was conducted identifying that lot number pu130592 was released in one batch. Batch 1: released on 3 may 2018 with no discrepancies. Supplier: paragon medical, inc. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the leaf spring of the expedium tab breaker, body was deformed due to this condition it is reasonable to conclude that the device do not retain the tabs. A functional test could not be performed as the mating devices were not returned. However, the retain issues could attribute to the observed deformed condition of the device. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the expedium tab breaker, body would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that during a procedure on (B)(6) 2023, the tab breaker was not retaining the verse tabs and they were falling back into the surgical site. The surgeon was required to manually extract them. Procedure was completed successfully with no delay. There was no patient consequence. Upon manufacturer investigation, it was determined that the leaf spring of the expedium tab breaker, body was deformed. This report is for an expedium tab breaker, body. This is report 1 of 1 for (B)(4).